Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software was not accurately adjusting insulin therapy. Customer's blood glucose ranged from 70-240 mg/dl. A pump reset was performed to resolve the issue.